Event description:
Healthcare professional reported left side textured mammary implant. Healthcare professional later reported left implant was completely ruptured. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side textured mammary implant. Healthcare professional later reported left implant was completely ruptured. Device has been explanted.

Event description:
Healthcare professional reported left side textured mammary implant. Healthcare professional later reported left implant was completely ruptured. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, one opening assessed as surgical impact opening (shell thickness within specification). Anxiety - product/ procedure- breast: unable to observe since it is not related to the device. Additional observations: creases are observed. Red particles were observed on the device. Stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.